Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a laparoscopic sleeve gastrectomy the surgeon was firing using a gold reload on the sleeve and it fired as expected. The staff loaded a second gold reload into the stapler and when it was fired it locked out. The loads were difficult to load. The surgeon also notice a thin strip of plastic about the thickness of a human hair that must have sheared off during the firing of the device and fell into the patient. The piece was removed from the patient. The procedure was completed with a like device with no patient consequences reported.